Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) experienced sustained vt, which was not treated by the device. The patient received five external shocks and subsequently the device could not be interrogated.